Event description:
The customer reported via the sales rep that a patient has to have revision surgery as the tibial system has loosened or fractured from the tibial baseplate. Further information has been requested from the sales rep.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.